Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corp that an optiflex nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6), 2009. According to the complainant, the retrieval basket would not open or close outside the pt. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Device evaluation results found the basket was closed and could not be opened due to the thumb wheel not moving. A "clear/translucent, gummy material" was found on the interior of the sheath. The material did not prevent manual function of the retrieval basket. The most probable root cause of this complaint is operational context. (B)(4).